Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male-to-male luer syringe would not attach to the irrigation port. The devices were not used on any patients. No medical intervention was reported. Per additional information received, the syringe that came in the kit was only for the green port (cuff). Since the complainant was using the enfit, dignishield (B)(4), they would have to use enfit syringes for all of the other ports.

Event description:
It was reported that the male-to-male luer syringe would not attach to the irrigation port. The devices were not used on any patients. No medical intervention was reported. Per additional information received, the syringe that came in the kit was only for the green port (cuff). Since the complainant was using the enfit, dignishield ensms002, they would have to use enfit syringes for all of the other ports.

Manufacturer narrative:
The reported issue was found to be inconclusive. There were only photos returned for evaluation. Visual inspection of the photo samples noted a dignishield stool management system enfit original packaging, along with a syringe in two photos. Testing to ensure the fit of the syringe was within the two ports was not possible with photo samples. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿indications for use: the bard® dignishield® stool management system (sms) with enfit¿ connector and with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male-to-male luer syringe would not attach to the irrigation port. The devices were not used on any patients. No medical intervention was reported. Per additional information received, the syringe that came in the kit was only for the green port (cuff). Since the complainant was using the enfit, dignishield ensms002, they would have to use enfit syringes for all of the other ports.